Event description:
This is a report of a patient who experienced a breach in aseptic technique coincident with therapy for peritoneal dialysis. During dwell, the patient had thought that therapy was over and disconnected from the patient line, leaving the line on the floor. Upon returning from the bathroom, the patient realized that therapy had not ended so the patient reconnected to the patient line and proceeded to the drain phase. The homechoice alarmed shortly after. Therapy was discontinued and the patient was instructed to start therapy over using new supplies or to complete therapy using continuous ambulatory peritoneal dialysis. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a breach in aseptic technique further specified as an improper disconnect/reconnect by the patient during therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set and instructs the user to connect the transfer set to the patient line prior to starting therapy. Baxter labeling also instructs users to use aseptic technique when performing peritoneal dialysis. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.